Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness and syncopal episodes. Interrogation of the device revealed no anomalies. The cause of syncope was undetermined. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about the patient triggered electrogram (egm) feature. Ts discussed magnet use for patient triggered egms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.